Event description:
Healthcare professional reported "Hardness to the touch", "Pain", "Implant sitting higher than normal" and Capsular Contracture Baker grade Unknown. This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular contracture Baker grade unknown. A review of the Device History Record has been completed. No deviations or non-conformances noted.